Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the device for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus rotated automatically to a different viewing angle. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a spare endoscope, and no patient harm occurred. There was no report of an inverted image.